Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 26 mmol/l (488 mg/dl) while wearing the pod. The personal diabetes manager (pdm) reportedly would not reset and the patient had to go to the ER for insulin treatment. The patient was treated with an insulin pen. The patient was prescribed long acting insulin basaglar 32 unit daily as a backup method of treatment. The patient was released after two hours.